Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm that she was not able to clear. The blood glucose reading was 266 mg/dl. The alarm occurred while she was trying to treat for the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had button error alarm and no button response due to corroded keypad traces. The device was received with cracked display window corner, reservoir tube lip, belt clip slot, and minor scratched display window.